Event description:
The facility stated that the surgeon attempted to implant a cc4204bf plate collamer lens. The lens tore prior to insertion into the eye. No pt contact. No pt injury. The injector model msi-pf and the cartridge model sfc-25, the lot numbers were not specified by the facility.